Event description:
It was reported that the patient had a full system replacement due to high impedance. System diagnostics were performed and high impedance was observed. The explanted devices have not been received to date. No additional relevant information has been received to date.